Event description:
Info received indicates the brake will set but the casters continue to swivel with sideways pressure.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.